Manufacturer narrative:
On (B)(6) 2017: it was reported the customer experienced an elevated bg level of 298mg/dl and a manual injection was administered to address the bg level. Infusion set sites were performed the day prior and no damage was noted to the infusion set cannula. A system check was performed and the pump performed as intended. On (B)(6) 2017: during a follow-up, it was reported the customer's clinical diabetes specialist recommended the customer to rotate their infusion set sites in order to address the issue. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced continuous, ongoing elevated blood glucose (bg) levels ranging between 298-493mg/dl and trace to high ketone levels considered dangerous. A correction bolus via the pump was delivered, a manual injection was administered, , multiple infusion set site changes were performed, a supply change was performed and water was consumed to address the bg level. No issues were observed with the infusion set cannulas that were changed.